Event description:
It was reported that the t:slim x2 pump battery failed to charge. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved when the customer used the original charging supplies, and no further assistance was required.